Event description:
A distribution center reported the connector on the suction catheters comes off.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The results of the investigation indicate that no samples were available for investigation. No nonconformity was registered during the mfg and packaging process. No other complaint has been rec'd on the batch. Based on the findings, the root cause cannot be determined. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.